Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that during surgery the device was not feeding the board. It was also stated that everything was moving properly but it would not feed and it was difficult to open the two pins. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was january 31 2017 where it was reported that the handle wont return and the comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by (B)(4) on (B)(6) 2017 revealed that the handle was found to have been damaged. The calibration and pretest could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing test mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb and handle. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was bent. The root cause of the reported event was due to the bent comb which would prevent the carrier from properly feeding through the device. The issue was resolved with the replacement of the comb and handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4) was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the device was not feeding the board so it was unable to take a skin graft. It was further explained that everything was moving properly but there was no feed and it was difficult to open two pins. This caused a delay of over 30 minutes to occur. An alternate device was used to complete the surgery. Investigation results revealed that the comb was bent.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device was not feeding the board so it was unable to take a skin graft. It was further explained that everything was moving properly but there was no feed and it was difficult to open two pins. This caused a delay of over 30 minutes to occur. An alternate device was used to complete the surgery.